Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model pvf-m) perceval plus heart valve at the time of manufacture and release. Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported on the patient implant form, a perceval plus sutureless aortic heart valve pvf-m was "not implanted, removed" on (B)(6) 2021. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.

Manufacturer narrative:
Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be submitted.